Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the popliteal artery. A 2.5 x 40 mm armada 14 balloon dilatation catheter (bdc) was used and did not meet any resistance during advancement. However, the markers were noted to be missing under fluoroscopy and were not found inside the anatomy. Therefore, the bdc was replaced with an unspecified device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection and fluoro analysis were performed on the returned device. The missing marker was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to confirm the reported issue. The device was viewed under fluoroscopy at magnification of 1 with 10 of acrylic which would simulate a difficult imaging situation (heavy patient). The markers for the complaint catheter and the proxy catheter are equivalent in the image. There is no marker deficit noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.